Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The surgeon was using device for testing purpose. The surgeon used the po800su in one hand while using a monopolar device in the other hand. The insulation of the po800su dissipated from the top. It is questionable whether the insulation is still completely on the top of the instrument, or if piece were retained in the body.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the shaft po800800. Here we found visible damage on the shrinking tube. Additionally we found a cut shrinking tube. We also found a cracked ceramic insulation outside. Additionally we found that the shrinking tube is stretched and no longer conforms to the specification. The scissor blade is also deformed. Batch history review: the device quality manufacturing history records have been checked for the lot number and found to be according to the specification valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: we assume a damage of the shrinking tube was caused by insertion or removal through the working channel. Furthermore we assume a mechanical overload situation and this will result with deformed scissor blades and ceramic breakages. There is the possibility of torsion or high leverage with the instrument. No CAPA is necessary.